Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had glue inside the biopsy channel, c-cover is covered by glue, glue at the end of the biopsy channel, white substance observed on channel pipe between c-cover and distal end and white glue on the auxiliary channel. There was no patient involvement.